Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the corrosion on the endoscope connector and the plug unit led to the malfunction of error codes, cause traced to component failure. Based on the results of the investigation, it is likely the water leakage led to the malfunction of dirty scope connector cover unit, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope presented scope communication error e227, scope error e315 and dirty scope connector cover unit. There was no patient involvement.